Manufacturer narrative:
The investigation into the pump stop has been completed. The device nor the data logs were returned for evaluation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. The movement of the patient most likely contributed to the pump stop. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump stopped during transport of the patient. The patient remained on support. There was no patient harm reported.